Manufacturer narrative:
If explanted, give date: lens remains implanted; therefore, not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced postoperative inflammation of the endophthalmia. Patient was hospitalized and an intravitreal injection was prescribed. Through follow-up it was revealed that the patient was diagnosed with toxic anterior segment syndrome (tass) and was hospitalized for 5 days. Patient was reportedly doing better. The lens remains implanted. No further information provided.